Event description:
The customer's mother called to report a no delivery alarm. The mother also stated that the customer was hospitalized for diabetic ketoacidosis. The customer had experienced nausea and vomiting for the past two days. Troubleshooting on the insulin pump was not possible at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.